Manufacturer narrative:
The coil will not be returned for analysis as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during coiling treatment of left vertebral, ruptured, fusiform aneurysm measuring approx. 10 mm aneurysm, about 5 cm of a coil retracted back in the microcatheter during withdrawal of the pushwire. It was reported an additional coil was implanted to push the 5 mm section back into the aneurysm. No patient complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.